Event description:
It was reported that the power on the customer's insulin pump had cut out three or four times. Customer's blood glucose was 160 mg/dl. The display returned with a battery change. A self-test was performed and passed. There was a no delivery alarm in the history from (B)(6) 2015. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.